Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The representative reports that the idrive failed to fire. Reload was opened and idrive was removed from patient and a new reload was attached. However the same thing happened. A new idrive was then used without a problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted no abnormalities for the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.